Event description:
It was reported that the insulin pump did not deliver the insulin completely. It was stated that the customer noted white spots in the tubing when this happened. The manual prime, displacement, and self test were performed. However, the customer did not have a tubing clamp available to perform the high pressure test. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.